Event description:
No additional information received. When flushing and sealing the tube for the patient, the core rod and the piston separated when withdrawing blood. The family members saw that they had doubts about the quality of the equipment used in the hospital, so they replaced the catheter irrigator with a new one. After full communication with them, they understood.

Manufacturer narrative:
Pr (B)(4) follow up. A device history record review was completed by our quality engineer team for provided material number 306595 and lot number 3296735. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. It could be possible the customer is not using the product as intended. After expelling the solution, the syringe should be disposed. This product is designed to push the plunger rod-rubber stopper down while expelling the solution, it is not designed to pull the plunger rod back. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
When flushing and sealing the tube for the patient, the core rod and the piston separated when withdrawing blood. The family members saw that they had doubts about the quality of the equipment used in the hospital, so they replaced the catheter irrigator with a new one. After full communication with them, they understood.